Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet insulin pump powered on only while connected to the charger and powered off when removed, consistent with a power/battery malfunction and screen visibility was normal while charging. Symptoms included no reported adverse clinical effects. Outcomes included provision of a backup pump and shipment of a replacement device, with instructions to return the original device, sync data via the mobile app, and complete a standard startup on the replacement. Investigation included complaint intake and arrangement for device return for evaluation. Investigation of this device did not revealed device malfunction consistent with a failure to maintain power off-charge, indicating a probable internal power or battery fault. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware malfunction related to the power subsystem.